Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that the pump went off when at work and her blood glucose value was 447mg/dl and so she took 2 shots and she changed it all and this would be the 3rd time and her blood glucose value was 312mg/dl. Customer¿s blood glucose value at time of incident was 237 mg/dl and current blood glucose value was 312 mg/dl. Customer reported sickness as a symptom of high blood glucose level. Customer treated with syringe. Customer performed displacement test and it passed. Customer also reported that the insulin pump had insulin flow blocked alarm which was resolved. Insulin pump will not be returned for analysis.